Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19mar2020.

Event description:
The customer reported a blue screen, and blower quitting. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested. The manufacturer¿s field service engineer (fse) could not duplicate the issue. The fse remotely confirmed this was a unit that we were renting and was turned over to the rental company.